Event description:
Drug/diluent: unk. Fill volume: na. Flow rate: na. Procedure: whipple procedure. Cathplace: "..."date of procedure: (B)(6) 2013. It was reported by the physician that a catheter was in place for 5 days and broke upon removal and approx 2 - 2.5 inches remained inside the pt. Additional information received on (B)(6) 2013: it was reported by the physician that "the catheter was likely caught in a stitch and became stuck as it was being removed, it broke and approx 2 inches was retained. The catheter was disposed of and the lot number is unk. The pump was never brought up to the floor. Pt is in good condition. The pt will follow-up with their surgeon as an outpatient." The physician reported "the catheter will be removed later (no date given). There was no injury or illness to the pt and the catheter was placed on the body."

Manufacturer narrative:
Method: the sample will not be returned. Results: the sample was disposed of by the hospital; therefore, an eval and investigation cannot be performed on the reported sample. Also, the lot number was not provided, as a result, the device history record could not be reviewed. Conclusions: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report. Although the sample will not be returned, I-flow is further investigating this failure mode under event ref number (B)(4). I-flow provides cautions in it's dfu which states the following: catheter removal: remove catheter as soon as infusion is completed to reduce risk of infection and difficulty removing catheter. Remove dressing and loosen the steri-strips at catheter site (figure 10 on page 6). Grasp catheter close to skin and gently pull to remove. The catheter should be easy to remove and not painful. Do not tug or quickly pull on catheter during removal (figure 11 on page 6). Cautions: if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30 to 60 minutes and try again. The pt's body movements may relieve the catheter to allow easier removal. If catheter is still difficult ot remove, an x-ray is recommended. Do not cut or forceful remove the catheter. After removal, check distal end of catheter for black marking to ensure entire catheter was removed (figure 12 -1, 2, 3 on page 6). Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.